Event description:
I had my right hip replaced (B)(6) 2013 with depuy articuleze femoral head, pinnacle gription acetabular shell and pinnacle metal insert. I have loss of mobility, lots of pain in my groin joint and leg. I had MRI'sx3 xrays. The ortho surgeon can not find any problems. I can not walk again without pain for over 50 feet. I can not run, at all without severe pain. I cannot ride a bike anymore for exercise. If I even bump that leg I have shooting pain that will almost take me to my knees. I have pain in the hip just sitting or laying. I wake up at night several times a night in severe leg pain about where the devices goes into the bone area. This hip replacement has made my life worse than before replacement from arthritic hip before it was replaced. I have asked ortho surgeon about metal on metal test but he just kind of avoided it. He has 3 replacements with the same problem. He has replaced one with plastic on ceramic parts one month ago; already all hips done within a two month period of the sam time of depuy hip replacement.